Event description:
It was reported that during a routine generator change that a low voltage lead exhibited oversensing noise resulting in pacing inhibition; cardiac arrest was noted for a few seconds. The lead insulation was found damaged. Programming changes were performed to resolve the issue. There were no patient consequences.

Manufacturer narrative:
Correction: h6 health effect clinic code updated to arrhythmia, it was previously reported as cardiac arrest.